Event description:
The customer reported that her blood glucose was 456 mg/dl and the insulin pump was not letting her treat, due to the maximum bolus limit in the insulin pump settings. The customer believed the insulin pump became loose and when she woke up, her blood glucose was high. The customer stated that she did not think the insulin pump gave her the full 11 units of insulin it was programmed to, during a bolus, and perhaps did not register that she was disconnected. The customer further stated she reconnected and attempted to deliver 7 units of insulin but it did not deliver that full amount. The customer posited it gave her only 4 units. She then ate, walked her dog. Her blood glucose was still at 456 mg/dl and she performed a set change. The customer experienced nausea. She stated she had a back-up treatment plan and thrice declined to troubleshoot. The customer was assisted in changing the maximum bolus setting in her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.